Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare's (gehc) investigation has been completed. An acoustic performance test was performed per nema standards publication no. Ms4-2010 (acoustic noise measurement procedure for diagnostic magnetic resonance imaging devices) and iec/cei 60601-2-33 clause 26. The testing concludes that the system is within the specification for this system configuration. Based on the information provided by the customer, gehc was able to confirm the patient had not been provided hearing protection with required noise reduction rating (nrr) of 29 db or better for mr examination. Additionally, the patient reported the earplug provided had fallen out during the exam. The root cause of the injury was determined to be inadequate hearing protection for mr procedure. It is the customer's responsibility to provide hearing protection with a nrr of 29 db or better as described in the user manual. No system root cause was determined for this event. No corrections are required as the system was operating within specification.

Manufacturer narrative:
A: patient information has been requested but not yet provided to gehc d: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient, who was provided ear plugs for hearing protection, underwent an MRI of the cervical spine and reported ringing in the ears after the exam. The patient reported to the customer that they were later evaluated by an ent that concluded they had high frequency hearing loss and steroid medication was prescribed. The customer followed up with the patient, and the patient reports not having any further evaluation with the ent, however their symptoms persist.